Event description:
The customer reported that they were not able to view an exposure. There was a black blob on the screen. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A loose pin on the lemo connector was secured. The system was then found to be operating as intended.